Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 3150143. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that bd nexiva leaked during contrast infusion. The following information was provided by the initial reporter: during high pressure contrast, a small hole developed and squirted contrast on patient and giver. Hospital is filing a medsun report.

Event description:
It was reported that bd nexiva leaked during contrast infusion. The following information was provided by the initial reporter: during high pressure contrast, a small hole developed and squirted contrast on patient and giver. Hospital is filing a medsun report.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.